Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient tripped over an unspecified line (drain line or the patient line) and fell. This event occurred during drain two of three of peritoneal dialysis therapy. The patient did not sustain any injury during the fall. The technical services representative assisted the caregiver with resuming therapy. There was no patient injury or medical intervention reported. No additional information is available.